Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l69634, implanted: (B)(6) 1999, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3550-09, lot# lb2160, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: accessory. (B)(4).

Event description:
It was reported that when the patient¿s device reached normal end of service they knew that it died because they would get an incredible jolt and their implantable neurostimulator would just stop working.

Manufacturer narrative:
(B)(4)

Event description:
It was reported with the patient¿s previous non-rechargeable batteries when the battery dies they would get a ¿burst in the rear end¿. After this the patient healthcare provider would schedule patient for replacement. Additional information has been requested, but was not available as of the date of this report.